Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020, with blood glucose of 40 mg/dl and other value was 197 mg/dl. Customer was treated with glucose tablets, intravenous drip and glucagon. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.